Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The dhs/dcs impactor f/one-step insertion technique was returned and received at us cq as an assembly with handle (part #338.280, l699489) and impactor tip (part # 338.260, lot # l740003). Upon visual inspection, it was observed that the impactor tip (338.260) was broken. It was also observed that handle (338.280) had surface scratches along the shaft and dents on the top of the head. No other issues were identified with the returned device. The complaint condition is confirmed due to the breakage. Because of the broken condition it is not possible to measure the relevant dimensions anymore. There was no indication that a design or manufacturing issue contributed to the complaint. However, no definitive root cause could be determined, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a DHR file for part #338.28, lot #l699480 combination could not be found in the synthes systems. If more information becomes available this DHR review will be revisited. Part # 338.280. Lot # l699480. Release to warehouse date: 15 mar 2018. Manufacturer: hagendorf. No ncr's were generated during production. Part # 338.260. Lot # l740003. Lot # provided is not a valid number, therefore, the DHR could not be completed a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Part/lot combination unknown in synthes system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device was not returned. A photo-investigation was performed on all the images located under pc attachment "queensland cst.msg". Upon inspecting all the photos provided, the distal end of dhs/dcs impactor was found to be broken. The root cause of the broken distal end of impactor cannot be confirmed based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a DHR file for part #338.28, lot #l699480 combination could not be found in the synthes systems. If more information becomes available this DHR review will be revisited. Part/lot combination unknown in synthes system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2021 the impacting end of the impactor was broken off during loan kit inspection. This report is for one (1) dhs®/dcs® impactor. This is report 1 of 1 for complaint (B)(4).